Event description:
Immune mediated systemic reaction [anaphylactic reaction], florid rash [rash]. Case description: spontaneous report received on 11-mar-2008 from a physician regarding a female pt, initials and age unk. The pt received a three course series of synvisc and two months later, she developed a florid rash and immune mediated systemic reaction. The pt required hospitalization and corticosteroids. The physician reported that the consensus they felt it was due to synvisc as the pt had no other causative factors. They had planned to "I & d" the joint, but the pt had a recurrence of her symptoms which prompted emergent hospitalization. As of the date of receipt of this report, the pt's outcome was unk.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.